Manufacturer narrative:
Additional information: during initial inner illumination the device's lumen was found to be partially blocked. After cleaning the device, the partial blockage was removed. Device history records (DHR) was reviewed, no abnormalities were found and the product was released according to approved releasing criteria. During production, 100% final inspection is being performed on the entire batch, including inner illumination. If such a defect had been noticed during the inspection, the product would have been rejected immediately. Having said that one may conclude, that the blockage was formed after the device left the plant. The root cause cannot be conclusively determined, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the blockage was removed and lumen openings were seen on both sides of the restriction unit. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).

Event description:
A doctor reported that a glaucoma filtration device appeared clogged and aqueous humor could not be confirmed after implant. The device was removed and the procedure was converted to a trabeculectomy during the initial procedure. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Additional information was requested and received. (B)(4).